Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the reporter, the patient had labile blood glucose for several days. Prior to admit the patient's blood glucose was 454 mg. Upon admission, her blood glucose was 475 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.